Event description:
Philips received a complaint on the v60 ventilator indicating that the power cord did not pass the electrical tests. The device was reported to be outside of use at the time of the reported problem. The bench service engineer (bse) found during initial bench service that the power cord did not pass the electrical tests because there was more resistance than is allowed. The bse replaced the power cord. Following the test and verification procedure it was confirmed that the device was restored to factory settings. All tests and verification procedures necessary to certify the return of the device to working conditions were completed successfully. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The replaced power cord was returned to the philip part investigation lab (pil). A pil technician used an electrical safety analyzer to evaluate the returned power cord. The pil technician verified a faulty grounding wire portion of the power cord. The resistance measurement of the ground conductor of the power cord was observed to be high and out of specification. Discernable visual wear marks were noted on portions of the grounding conductor on the side of the cord which plugs into the customer power source. This was believed to be the reason for the high and out of specification readings. The pil technician was able to verify that the power cord passed all current leakage tests but concluded that the faulty power cord allegation could be verified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.